Manufacturer narrative:
Minimal wear was observed in the proximal articulating areas and gouging and wear were found on the distal surface of the insert. The gouging and wear on the distal surface indicates the patient was loading the insert while it was dislocated. Additionally, the anterior lock did not show rounding of the corners which indicates that the insert was not fully locked. A fully locked insert would typically show mild rounding in the areas where the insert engages the tibial tray anterior locking mechanism. Damage was also observed on the inferior surface of the posterior locking mechanism indicating that the locking mechanism had been riding on the tibial tray locking mechanism. Dimensional mismatch between the tibial insert and tibial base is one of the important factors contributing to the improper seating of the insert. The contribution of the tibial base to this issue is unknown as it was not returned.

Event description:
It was reported that the insert was not locked and that revision surgery was required to correct.